Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's drg ins failed to establish communication with external devices. A manufacturer representative confirmed the issue and the drg ins was deemed inoperable. It is unknown if the drg ins depleted prematurely. In turn, the patient underwent surgical intervention wherein the drg ins was explanted and replaced to address the issue.